Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 52 mm; cat# 502-03-52d; lot# mknjwd unknown_cork_product; cat# unk_shc; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to groin pain. A 52 mm shell, 32d poly liner, and 32 mm biolox ceramic head were revised to stryker devices. No further intra-operative findings were reported to the rep. Rep reported that no further information will be available.